Manufacturer narrative:
Updated fields: b4, b6, b7, g4, g7, d11, h2, h6 (type of investigation, component codes, health effect - impact codes), h10, h11 corrected fields: d4, h4, h6 (health effect - clinical code, investigation conclusions), historical data analysis: (4109/114) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/114) the overall 12 month product complaint trend data for the period (feb-2020 through jan-2021) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/114) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. From inspection, there was a problem with the signal cable on the receiver board. To fix the issue. The fse cleaned and reconnected all signal cables on the receiver board and all signal connections. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) display on monitor disappeared. No patient harm, serious injury or adverse event was reported.